Manufacturer narrative:
Upon reassessment of the reported event, the shell was determined to be not reportable. As the primary event was the fracture of the liner. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the shell was determined to be not reportable. As the primary event was the fracture of the liner. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant products: unknown stem; unknown biolox delta head; unknown ceramic insert; unknown liner. Report source: foreign: country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01901.

Event description:
It was reported the patient underwent a left hip revision procedure approximately 6 years post implantation as the patient began experiencing pain in the left hip and presented to physician 2 months before the revision where x-rays were taken and showed the liner had cracked and the head was wearing directly on the shell. The patient underwent a revision to replace the implant. During the surgery, significant metallosis was noted. The surgeon was unable to complete the surgery at that time and patient was brought back to the operating room approximately 1 month later to complete the surgery successfully. No additional information.